Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: additional information: block b5 (describe event or problem). Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the basket wire was completely detached from the basket and the broken piece was contained in the ureter. It was reported that they retrieved the broken piece with a stent grasper and the procedure was completed with another zero tip basket device. No patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the basket broke in half and the broken piece was contained in the ureter. It was reported that they retrieved the broken piece with a stent grasper and the procedure was completed with another zero tip basket device. No patient complications reported as a result of this event.